Manufacturer narrative:
The insulin pump was received with a blank display due to a severely corroded battery and battery cap contacts. The device was unable to undergo the displacement test and off no power test, or be verified for its operating current due to the blank display. The following cosmetic damage was noted: minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that there was corrosion on the battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.